Event description:
Tip of the grasping retractor for davinci robot was floppy and surgeon was unable to control instrument with robotic arm.======================manufacturer response for grasping retractor, davinci (per site reporter).======================manufacturer to evaluate device.